Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic with a left ventricular lead that exhibited failure to capture due to lead dislodgement, confirmed by chest x-ray (cxr). The lead was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did find any indication of conductor fractures or internal shorts. The lead was measured to be within specification. Visual examination found damages consistent with procedural damage.